Event description:
It was reported that during an unk procedure, the handpiece gave an error code 5. The case was completed by using a new handpiece. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the instrument was received with a loose mount. The hand piece was tested on a generator and gave an error code 5. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. Causes that may contribute to phase margin being out of specification are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the mfg process.